Event description:
It was reported that the pump had alarmed "no disposable clamp tubing". Despite being stopped, the alarm had persisted. The line had been clamped, and the cassette had been removed. The tubing had been massaged, and the cassette had been reconnected, but the beeping had resumed. The cassette had been removed again and tapped on a hard surface, then reconnected, but the pump had continued to alarm with the same message. A third attempt had been made, but the pump had failed to restart. It had then been powered off, and the line had remained clamped. The patient had been instructed to call the clinic immediately. The reservoir volume had been 141.4 ml, with an infusion rate of 5.4 ml/hr, and a total of 108.65 ml had been administered. The patient had not been medically affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.